Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm observed the gas leak alarm in the fault logs, but was unable to duplicate the reported malfunction. All leak tests were performed and passed to specifications. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak in iab circuit. It is unknown the circumstances in which the event occurred however; there was no patient involvement, and no adverse event reported.